Event description:
According to the reporter, during a laparoscopic obesity procedure, during firing of first cartridge, the staple line was incomplete at proximal. The surgeon used a new cartridge to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.